Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an intermittently open pulse wire between ECG a and the front therapy electrode. The root cause for the open wire could not be positively identified, but was likely caused by physical abuse as the electrode belt was returned with physical damage to the cables. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) female's electrode belt was returned for an unrelated issue. Upon service investigation, the belt failed incoming testing. The patient was issued a replacement electrode belt.